Event description:
It was reported that during a vats procedure, when the surgeon fired the tenth clip of the device, the clip was malformed. Another device was used to complete the procedure. There was no pt consequence.